Manufacturer narrative:
The following devices were also listed in this report: accolade plus tmzf hip stem #2; cat# 6021-0230; lot# unknown, v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# mma7dp, trident psl ha cluster 52mm; cat# 542-11-52e; lot# mllhe8. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised due to infection (infection was clinically confirmed but microorganism not identified to rep). Rep reported that x-rays, medical records, and further information are not available due to hospital policy.